Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
It was reported that a rotaflow displayed the error message ¿head error¿ when reaching 100 rpm (revolutions per minute). No patient has been involved when the failure occurred. Complaint ID:(B)(4).

Manufacturer narrative:
It was reported that a rotaflow displayed the error message ¿head error¿ when reaching 100 rpm (revolutions per minute). No patient has been involved when the failure occurred. In addition it was found that the rotaflow drive holder is defective. The failure was discovered during repair of the supplier. On 2022-05-06 emtec was unable to reproduce the reported "head error". In addition it was rotaflow drive holder is defective. The rfd (rotaflow drive) holder (material#70103.4026) has been replaced. After the replacement the device is working as intended. Based on these investigation results the reported failure could be confirmed the most probable root cause for the "defective holder"could be determined as mishandling. The following most possible root cause could be determined for the head error: 2. The head error follows the sig error. When the ultrasonic cream is applied (due to the sig error) to the flow bubble sensor and the disposable is moved close to the rota flow drive, the magnets in the centrifugal pump interfere with the sensors in the rota flow drive. This error can be overwritten by restarting the rota flow console.   3. If the rpm / lpm is set to zero and the drive as well as the inserted centrifugal pump is shaken this causes magnetic uncoupling of the centrifugal pump and thus leads to the head error. This error can be overwritten by restarting the rota flow console. The product in question was produced in 2009-10-01. The review of the non-conformities has been performed on 2022-05-18 for the period of 2009-10-01 to 2021-01-28. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
Complaint ID:(B)(4).